Event description:
It was reported that the 9800 system had a charger error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer and batteries were replaced. The system was tested, and found to be working as intended, and put back into svc.